Event description:
It was reported that the customer experienced a low blood glucose event. The blood glucose reading was 40 mg/dl. The customer treated with candy and stated that the insulin pump also alarmed lost sensor, which only occurred with a previous sensor. Upon troubleshooting, it was found that the transmitter was functioning properly. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.